Event description:
The customer reported that teles (transmitters) are in communication loss, not showing data at the central nurse's station (cns).

Manufacturer narrative:
Details of complaint: the customer reported teles (transmitters) in communication loss, not showing data at the central nurse's station (cns). The customer will contact their it for them to call back. There was no patient injury reported. Investigation summary: there were no parts replaced and no evidence of system malfunction. Communication loss communication loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of that device. The failure mode for this event is unknown. Communication loss may occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that the transmitters were in comm loss at the central nurse's station (cns).

Manufacturer narrative:
Details of complaint: the customer reported that the transmitters were in comm loss at the central nurse's station (cns). The customer was to contact their it department to call back nk back for troubleshooting. No patient harm or injury was reported. Investigation summary: troubleshooting did not take place as the customer did not call tech support (ts) back for troubleshooting. Attempts to obtain additional information were made but not responded to. As such, a root cause cannot be determined. A serial number review did not reveal any additional related occurrences of comm loss. Review of the customer's complaint history did not reveal any significant trends in comm loss. Comm loss/signal loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of the monitored device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device, or user error. For transmitters, if there are transmitters assigned to adjacent channels of the network, there would be radio wave interference, and may cause signal loss. Other devices on the hospital network may also cause interference which could also cause communication or signal loss.

Manufacturer narrative:
The customer reported teles (transmitters) in communication loss, not showing data at the central nurse's station (cns). The customer will contact their it for them to call back. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that teles (transmitters) are in communication loss, not showing data at the central nurse's station (cns).